Event description:
Patient presented to the operating room for right partial glossectomy and neck dissection for tongue cancer. The surgeon intraoperatively placed a corflo feeding tube (otherwise referred to as a corpak). The next day, the patient was able to have oral intake and so the feeding tube was removed. Unknown if tip was examined on removal. The patient was discharged. During a follow up visit approximately three weeks later, the patient reported to the physician that she has since underwent a routine colonoscopy procedure at which time she was informed by that physician (at an outside facility) that he retrieved a section of yellow tube from her colon, believed to be the tip of a corflo feeding tube. It was reportedly sent for pathology at the outside facility (therefore we will not have these records).